Event description:
Caller reported a cgm error and experienced issues with their sensor. Blood glucose level was not adversely impacted. Technical support guided the caller through a pump reset, after which the cgm error did not reoccur, and the caller successfully initiated their sensor session.